Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: product was not returned and therefore, no further investigation is possible. Reviewing attached picture, there are only two (2) va locking screws and one (1) cortex screw visible. One (1) va locking screw is damaged at the screw head such as the thread is partially worn out. There are slightly mechanical damages on the other va locking and cortex screw visible. However, all observed damage are consistent with the reported complaint condition as such the complaint condition can be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a boxer's fracture procedure, the surgeon had difficulty placing the cortex screw and locking screw. The screwdriver recess shaft tip was also slightly deformed after using several times. The procedure was successfully completed using pliers to remove the screw. There was a surgical delay of sixty (60) minutes. Patient outcome is unknown. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1) this report is for one (1) 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 14mm. This is report 3 of 3 for (B)(4).